Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was depleting quickly. Additionally, it was reported that button alert occurred. Customer reported experiencing elevated blood glucose (bg) levels. Reportedly, the customer declined to provide additional information and further troubleshooting with tandem technical support.